Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the patient underwent direct stenting in the restenosed proximal left circumflex artery with one xience v stent. On (B) (6) 2010, the patient experienced angina and was admitted to the hospital on (B) (6) 2010, for revascularization of the proximal left circumflex via percutaneous coronary intervention and additional stenting. The patient was discharged on (B) (6) 2010, and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the reported patient effects of angina and restenosis are known adverse events as listed in the products risk assessment and IFU. It was also reported in this case that direct stenting was performed. It should be noted that the products IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, it was reported that the use of xience stent was to treat a restenosed lesion. It should also be noted that the product IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. A review of the lot history record including the label attachments was conducted and the labels for this reported lot number (7110141) had an expiration date of 11/24/2008; the xience v used during the index procedure date of (B) (6) 2008 was used (B) (6). Although a conclusive cause for the reported patient effects cannot be determined, there is no indication in this case of a product quality deficiency with respect to manufacture, design or labeling.